Event description:
Information received by medtronic indicated that the customer reported on pump error 3 and pump error 42 alarms. Troubleshooting was performed and the customer was able to clear the error but was unable to complete rewind process. No harm requiring medical intervention was reported. It was known that the customer will discontinue use of the pump and revert to back up plan as per the hcp instructions and serialized device will be replaced. The insulin pump will be returned for the failure analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Frozen display due to severely corroded pcb1 and pcb2 board. Was unable to verify pump error 3 or pump error 42 during testing due to frozen display. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to frozen display. Verified the pump alarmed pump error 3 (line number 1541 file number 2002) on 11/23/2023 09:25:35.000, pump error 42 on 11/23/2023 09:25:37:000 and pump error 63 alarm (line number file 313 number 32143) in the pump history download on 11/23/2023 09:25:35.000 due to moisture damage to the pcb1 board and pcb2 board as per global logic analysis esf2011913. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. Confirmed pump error 3 and pump error 42 in the pump history download due to moisture damage to the pcb1 board and pcb2 board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.